Event description:
A customer in the USA returned a package of niti orthodontic wires, product (B)(4), lot 41679 to highland metals inc. The customer indicated that the package contained .016" natural upper form orthodontic archwires, not .016" natural lower form archwire as stated on the label. The archwire is marked with an ink midline - the midline should be a red color for lower archwires but in this case were black color used for upper archwires. This is easily identifiable by the assistant and doctor. The wires had not been used by the doctor on any patient as it was noticed when the assistant unloading the archwires onto the tray for use by the doctor. The wire was received by highland metals inc on (B)(4) 2013 and it was confirmed to contain .016" natural upper form niti archwires. The label was for .016" natural lower form niti archwires.

Manufacturer narrative:
Six customers in the USA known to have received (B)(4), lot 41679 ((B)(4)packs in total sent). These customers were sent a field safety notice on 2013-12-13 via fax or email informing them to check the product received to determine if it contains the wrong product. The doctor has been given the option to keep the product, or return to highland metals, inc for a refund. Distributors must contact each of their customers that may have received the product to inform them of the incident and for them to take the same action.